Event description:
Provider states two buttons are plugged into the splitter but the chair only responds as it one button is connected. Provider requesting replacement for the swing away mount and a new splitter cable. No additional information provided.